Event description:
Customer reported issues with the insulin pump. Customer states that none of the buttons of the insulin pump are working.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.